Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
There were no performance issues with the abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. Further information regarding the event were requested but not received.

Event description:
Related manufacturing reference 3008452825-2019-00599. During an atrial fibrillation procedure, a cardiac tamponade occurred. After two hours of the procedure, the patient became hypotensive. An echocardiogram confirmed a tamponade for which a pericardiocentesis was performed to stabilize the patient. The tamponade was located on the left atrium.